Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a balloon unwrapping failure was found during intra-aortic balloon (iab) insertion. The iab was difficult to advance through the sheath. Replaced iab to continue therapy. Mild sclerosis and severe tortuosity were noted in the patient vessel. No patient injury was reported.